Event description:
It was reported that this patient implanted with this pacemaker experienced ventricular tachycardia (vt). The patient was subsequently hospitalized. Device data was sent to rhythmcare for review. Device data review determined this pacemaker delivered pacing resulting in a fast atrial arrhythmia. This device remains in service. No additional adverse patient effects were reported.